Event description:
A medtronic representative reported that during a cranial biopsy procedure, the navigation system was intermittently displaying "localizer not connected" while navigating. The message appeared approximately 7 times, but the camera would resume tracking after a few seconds. The medtronic representative checked the camera cable connections and found them all secure with no visible damage; the camera showed all green leds. As the camera would return to normal tracking after a few seconds, the total delay to the procedure was under a minute. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). Replacement positioning sensor unit (psu-camera), system control unit (scu) to psu external cable, and scu to psu internal cable, were shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015, a medtronic representative replaced the cables and psu and performed a navigation system check-out, all areas passed. The medtronic representative reported that replacing the psu resolved the reported issue. Medtronic investigation of returned suspect psu finds that when connected to a known good system the psu performed as expected with no loss of connectivity. The psu event log had not recorded any issues. The psu passed an accuracy assessment kit (aak) test at .21mm. No fault found. Medtronic investigation of returned scu to psu external cable finds that the returned cable was found to be in good condition with no obvious physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Medtronic investigation of returned scu to psu internal cable finds that the returned cable was found to be in good condition with no obvious physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found.